Event description:
Procedure: rectum resection. According to the reporter: the stapler was fired, but "blocked" at the half way, but continued cutting. The surgeon then, did a revision with a different type of stapler. The pt is reported to be ok.